Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that she did not see fire or smoke and that there is no breach in the transformer housing, but she did see sparking and exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. Eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation on the dc output cord in three different areas were present, exposing wires and resulting in an intermittent short which could cause sparking. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual exam of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual exam of the cord revealed twisting and kinking and a breach in the insulation at the three different areas on the cord (one at the strain relief), exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 12.6 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as an overload. There is likely an intermittent short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.6 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that the power supply for her pump works intermittently and the wires are exposed. Customer indicated that she wraps the cord around the transformer housing when storing the power supply. No injuries were reported.